Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-mar-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cubie failed to open, preventing the retrieval of the medication. The technical support specialist discovered that the universal serial bus hub power management settings were disabled and rebooted the machine. The tss advised the customer to contact the user to cycle count the item in drawer 8 and restore the proper count to 0. This action was intended to bypass the drawer, allowing the customer to open another drawer. The tss confirmed with the customer that the issue had been resolved. The system functioned as intended after the technical support specialist resolved the issue.

Event description:
It was reported by the customer that when using the bd pyxis¿ medbank tower, the cubie failed to open, preventing the retrieval of the medication. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no adverse events or injuries reported based on this event.